Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture, granuloma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent breast reconstruction revision with an unspecified mentor gel implant on the right breast. Post-operatively, the patient suffered right breast implant rupture and right breast capsular contracture (baker grade unknown). In addition, the patient was also diagnosed with one benign lymph node with silicone lymph adenitis on the right side. As a result, the patient underwent breast implant removal surgery on(B)(6), 2024.

Manufacturer narrative:
On july 23, 2024, mentor received additional information indicating that the patient was also diagnosed with breast pain and discomfort from capsular contracture bilaterally, with the right greater than the left, as baker grade IV. This medwatch form is for the right breast prosthesis. Complications on the left breast will be reported under mrn: 1645337-2024-09471.